Manufacturer narrative:
Internal insulation abrasion was found breaching the ring electrode cable lumen proximal to the right ventricular shock coil. The optim sheath was intact in this location. The ring electrode etfe cable coating was intact.

Event description:
This report is to advise of an event observed during analysis. Internal insulation abrasion was revealed during the analysis. There was no patient involvement.